Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The patient effect of mitral valve injury (tissue damage), as listed in the as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported clip entanglement in the chordae appears to be related to patient morphology/pathology. The reported patient effect of tissue damage appears to be a result of procedural conditions, and due to the troubleshooting maneuvers performed in attempt to free the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The other clip delivery system referenced is filed under a separate medwatch report.

Event description:
This is filed to report the clip entanglement and tissue damage. It was reported that the patient, with grade 4 functional mitral regurgitation (mr), underwent a mitraclip procedure. Patient anatomy included slightly thickened leaflets, restricted posterior mitral leaflet and a dilated left atrium. One clip was implanted without issues. The second clip delivery system (cds) (70524u151) was advanced into the patient anatomy and became entangled in the chords. Troubleshooting maneuvers were performed; however, the clip could not be freed and was deployed where it was caught, so that the leaflets and the chordae were grasped. The third cds (70524u145) was advanced into the patient anatomy; however, this device also became entangled in the chords. Troubleshooting maneuvers were performed, but this clip was also unable to be freed and was deployed where it was caught, so that the leaflets and the chordae were grasped. The mr was only reduced to grade 3+. A tear was suspected in the posterior mitral leaflet, but was not confirmed. It was thought that the difficulty removing the third clip from the chordae caused the tear. The procedure ended with implantation of a total of three clips. No additional information was provided.